Event description:
Catheter placed by IV team on 12/5/96. Cath noted to be clogged and irrigated on 12/7/96 and 12/13/96. On 12/13/96 cath removed from pt and noted not to be intact. Pt taken to or for surgical removal of two segments, 10.8 cm & 8.8 cm, from the axillary vein.